Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment: device revision (lens replaced or exchanged), removal, or reposition is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes. In a separate visit the lens was explanted and the problem was resolved. Cause of event was unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.